Manufacturer narrative:
The aic was returned and an evaluation was completed. A review of the provided logs verified that the aic had experienced multiple failures during preparation for support. The purge assembly initially had trouble identifying an installed purge cassette and later the optical lost data transmission preventing the console from recognizing a pump disconnection. The analyzed logs aligned with patterned failure modes for both issues. A device analysis uncovered signs of internal and external leakage. Simulated testing of the device failed to replicate the transient loss of optical communication that would have resulted in the reported errors. Upon conclusion of the investigation, the root cause of the controller error was deemed to be an aic software issue. The cause of the leakage was documented as being an unknown contamination issue. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that an automated impella controller (aic) experienced a controller error yellow alarm during preparation for impella support. The aic was swapped to resolve the noted failure. Following return and evaluation of the device, it was additionally noted that the console had trouble identifying an installed purge cassette, and then also failed to recognize the disconnection of the pump during replacement. Signs of a purge leak both internally and externally were additionally observed on the returned device. There was no patient harm resulting from the described failures.